Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not conducted due to unknown event date of original driveline sheath damage. On-site inspection of the driveline cable from the hospital staff revealed multiple breaks in the outer sheath, confirming the reported event. Additionally, visual evidence provided revealed yellowing of the driveline cable. The site requested no service repair be done by heartware personnel. A repair was performed by the hospital staff with unknown material to mitigate the conditions reported. Based on the investigation conducted the most likely root cause of the driveline sheath damage is exposure to uv light. The manufacturer has opened an internal investigation to evaluate driveline sheath damage with sheath degradation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the driveline sheath was damaged. A repair was performed. No further information was available. No patient complications have been reported as a result of this event.